Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were responsive; the complaint could not be confirmed or duplicated. No defect was found on investigation.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive. The patient alleged that the display screen remained blank. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. Reportedly, the patient wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.